Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a small flexnav delivery system. A non-abbott sheath was used to grant access due to the patient's severely calcified anatomy. After implanting the valve, resistance was noted when attempting to remove the delivery system from the patient. More force was applied to successfully remove the delivery system from the non-abbott sheath. A dissection was detected in the external iliac. As that dissection was managed, it was then noted that the radiopaque tip of the delivery system was still inside the patient's iliac. The delivery system was inspected and it was confirmed that the radiopaque tip had separated from the delivery system. It was believed the excessive force used to separate the delivery system from the non-abbott sheath caused the radiopaque tip to break off. The non-abbott sheath was inspected and showed severe damage on the tip after removal. The physician believed the non-abbott sheath was already damaged during advancement at the beginning of the procedure as resistance was noted at the time. The damage on the non-abbott sheath may have caused separation of the radiopaque tip.

Manufacturer narrative:
An event of difficulty to remove the delivery system from the patient, detachment of the radiopaque tip inside the patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported detachment of the radiopaque tip could not be conclusively determined. Procedural factors (the force applied to remove the delivery system from the damaged non-abbott sheath) to have contributed to the reported event. However, the root cause of the removal difficulty could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a small flexnav delivery system. A non-abbott sheath was used to grant transseptal access due to the patient's severely calcified anatomy. After implanting the valve, resistance was noted when attempting to remove the delivery system from the patient. More force was applied to successfully remove the delivery system from the non-abbott sheath. A dissection was detected in the external iliac. As that dissection was managed, it was then noted that the radiopaque tip of the delivery system was still inside the patients iliac. The delivery system was inspected and it was confirmed that the radiopaque tip had separated from the delivery system. It was believed the excessive force used to separate the delivery system from the non-abbott sheath caused the radiopaque tip to break off. The non-abbott sheath was inspected and showed severe damage on the tip after removal. The physician believed the non-abbott sheath was already damaged during advancement at the beginning of the procedure as resistance was noted at the time. The damage on the non-abbott sheath may have caused separation of the radiopaque tip.